Event description:
Background info: total right knee in 2021. Biomet vanguard. I went in today for an MRI of my pelvis due to psoriatic arthritis in my sacroiliac joints and hip. I got in the room, and my leg felt weird but ok. I have had previous pain in it due to the bursitis and sacroiliitis. Laid on the table and as she scooted me closer to the tube, I got the worst tendon clamping down I've had to date. Anyway, I got in the tube, my eye mask on, meditation music going and I was relaxed from the meds so I was already starting to doze off. We did meds for my comfort as laying flat is painful for my fused spine and joint damage from the psa. I got into the tube, and it started, no issue. The noise got louder and that's when my right leg rose up involuntarily, slammed against the right side of tube, then crossed to the left side and slammed. Then my leg stayed in the air and it felt like I was being electrocuted and it was so incredibly painful I started screaming for help. My leg was up in the air in the tube involuntarily and the magnet kept it that way and the pulling and electrical shocks and burning was too much. The tech came running in. She was baffled as I was. I couldn't speak it was so traumatizing. My leg felt heavy and my thigh hurt so incredibly bad. I wasn't wanded prior and my surgeon never told me I couldn't have an MRI. I worked in lab so have rad tech friends and they are horrified as well, they think it's a manufacturer defect of the joint. I emailed the hospital to inform them. I see my primary doctor in the as she suspects damage. The leg feels burned inside out. It's very weak and heavy. My tendons are stiff and haven't ever move in those directions so they fear it's been damaged. I emailed the manufacturer as I saw my joint material mentioned in a recall. But it's definitely injured. Leg is swollen with burning and ache. I've had a half dozen scans and never an issue. Even a 13 level fusion felt fine. Just looking for any info or guidance of where to find a recall list. Components: biomet vanguard 62.5 cruciate sacrificing femur, a 71 mm tibial tray, 31 mm 3 peg thin patella, and a 10 posterior stabilized e polyethylene insert surgeon: (B)(6) m.d. Thank you so much for your guidance.